Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs is observed. There was no visible damage or defect that could be identified to indicate why the leakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained samples cannot be evaluated. Based on the available information and without the physical sample to further inspect, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Last friday we received a report from our production department about a bd syringe that leaked when pulling up doxorubicin (a cytostatic). See also attached photo. Unfortunately, we have not been able to find out the batch number of the syringe. The syringe is discarded, so no sample is available for testing. Mail received date: (B)(6) 2024 ((B)(6)) ¿ could you please provide the catalogue number of the defective product? Article number 300865. ¿ could you please provide the lot number of the defective product? No, unfortunately we could not retrieve the lot number. ¿ could you please provide a date of event? (B)(6) 2024 ¿ did the defect result in serious injury? No, the syringe and its contents had to be discarded. ¿ did the treatment plan have to be modified as a result of this incident? No, a new syringe and a new vial of medicine were used for the preparation of the medication. ¿ did any medical intervention have to take place as a result of this incident? No, a new syringe and a new vial of medicine were used for the preparation of the medication. ¿ did any other actions need to be taken as a result of the defect? Yes, the defective syringe and its contents had to be discarded, and a new syringe and a new vial of medicine were used for the preparation of the medication. ¿did the event occur under the safety environment ( laminar flow, or another designated area for preparing cytostatic.)? Yes, in a down flow cabinet for cytostatic preparations.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.